Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the right ventricular (rv). There was high thresholds and lead was pacing the rv. The lead was revised and remains in use. It was also reported left ventricular (lv) lead dislodged and was not capturing. There was high thresholds on the lv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.